Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), endometritis ('chronic endometritis'), device breakage ('attempting to remove the left tube, which approximately two-thirds were removed and then trying to remove the rest of the wire, the wire was definitely embedded') and embedded device ('on attempting to remove the left tube, which approximately two-thirds were removed and then trying to remove the rest of the wire, the wire was definitely embedded into the cornual are of the uterus') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed and essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, endometritis, device breakage and embedded device outcome was unknown. The reporter considered device breakage, embedded device, endometritis and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure removal date: (B)(6) 2020. She underwent surgery and was able to complete a right salpingectomy, removed the wire in its total. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), endometritis ('chronic endometritis'), device breakage ('attempting to remove the left tube, which approximately two-thirds were removed and then trying to remove the rest of the wire, the wire was definitely embedded') and embedded device ('on attempting to remove the left tube, which approximately two-thirds were removed and then trying to remove the rest of the wire, the wire was definitely embedded into the cornual are of the uterus') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed and essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, endometritis, device breakage and embedded device outcome was unknown. The reporter considered device breakage, embedded device, endometritis and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure removal date: 13-jan-20. She underwent surgery and was able to complete a right salpingectomy, removed the wire in its total. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: mr received -event medical device removal was updated to pelvic pain female, new event essure micro-insert embedded, device breakage and chronic endometritis and new reporter updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.